Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations, chest discomfort and dizziness. The implantable pacing lead had an increase in thresholds and a fracture was suspected. It was noted that a fracture could not be confirmed via x-ray and the cause was presumed to be the myocardial state. The lead was capped and replaced. No patient complications have been reported as a result of this event.